Event description:
It was reported that there was a dent on the intraocular lens (iol). The doctor has placed the lens in such a way that the patient will not feel any discomfort. Through further follow-up the doctor confirmed that the iol remains implanted and the patient has no negative impact.

Manufacturer narrative:
Age, weight, and ethnicity: information unknown/ not provided. Per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: the lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.